Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 771c21. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. A gst60b reload was loaded on the device. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 771c21, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Was the firing sequence started but not completed? No, locked out. 2. Did the device deliver any staples? No. 3. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Na 4. Were there staples missing from the staple line? Na 5. If yes, was the staple line complete? Na 6. Did the device cut? No 7. If yes, was the cut line complete? Na 8. If yes, was there any issue with the cut line - n.a. 9. Was there any difficulty opening the device jaws? Nope 10. If yes, what steps were taken to open the jaws. Manual override . 11. If the jaws could not be opened, how was the device removed. Na

Event description:
It was reported that during an unknown procedure, stapler misfire. There was no patient consequences reported. Unknown if procedure was completed successfully. Surgical delay unknown.